Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and the prime test. However, the insulin pump was received stuck on a motor error alarm that occurred during a bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error right after the customer changed the infusion set. The customer's blood glucose was 4.7mmol/l. The customer does not use the sensor feature. They were able to rewind the device but were not able to proceed further. The device has not been dropped or bumped, and it had not been exposed to MRI scan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.